Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low. The cause of low bg is unknown. Reportedly, the customer's brother brought carbohydrates to the customer to consume to address bg level. As the event occurred in the past, tandem technical support advised the contact to discuss the event with a healthcare provider.